Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: the reported event could not be correlated to an issue with the mobile power unit. Logs files were submitted due to no external power alarms. The controller event log file contained 256 events spanning from 23may2024 to 29may2024. The data in the log file did not indicate any issues with the mobile power unit. The pump operated as intended at the set speed throughout the log file. Device history records were reviewed and showed no deviations from manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu did have a v-lock connector on the ac power cord and the patient did not report loose connection at the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event reported. There had been no reported issues prior to 25may2024 and no issues reported since then.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the log files were submitted for review and found a series of no external power events on 25may2024. The alarms were caused by the power to the mobile power unit (mpu) having been interrupted. There was no interruption in pump support during the events. The patient reported that they were up and down a lot during their use of the mpu that night and suspected that the ac power cord came loose at the wall.